Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was no longevity calculation or data collected. The atrial port was determined to be plugged and implant detect had not been completed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.